Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and vessel morphology is severely calcified aortic neck. It was reported that the stent grafts were successfully implanted. Review of the angiogram demonstrated a type I endoleak or a transgraft leak at the proximal portion of the stent graft. The physician elected to place another manufacturer's stent and the endoleak resolved. The physician felt that the endoleak was due to the severe calcification in the aortic neck. Upon final angiogram there were no endoleaks present. There are no further clinical sequelae reported and the patient is fine.